Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The unit had a cracked display window corner, a scratched lcd window and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed button error. There were no significant events that led to the event. The device was not exposed to moisture. The blood glucose level was not given. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.